Manufacturer narrative:
The unit had a severely scratched display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube, and a cracked reservoir tube window. (B)(4).

Event description:
The customer called in to report a crack in the reservoir compartment and a scratched display. The customer stated the device was functioning as designed. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 107 mg/dl. The customer performed the self-test and it passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.